Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was determined the localizer could not be detected and the computer became unstable. The plan was to replace the system computer. The issue was still unresolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. The navigation system suddenly was unable to locate the camera. There was no damage to the camera and the navigation computer started to have shutdown issues. Troubleshooting included restarting the system and all the electrical connections were removed from the system. The cables were tested and the system camera software were used. Further actions would include system computer replacement.